Event description:
Medtronic received information, regarding an imaging system being used outside of a procedure. It was reported, that when the site moves the image acquisition system (ias). They pick up the umbilical and the system will go into stand alone mode and when they release the umbilical it re-connects. The umbilical cord was damaged. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167. H3: no parts have been received, by the manufacturer for evaluation. Codes: b17, c20, d15. H6: multiple annex a codes were submitted for the event. Annex a code: a05, applies to rfr nav3050. And annex a code: a0719, applies to rfrs nav3070 and nav3079. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.